Event description:
The user facility reported that the catheter broke during an infusion. Follow up communication with the user facility reported: (1) the catheter was inserted in the right radial vein of the patient; (2) the infusion was started on (B)(6) 2014; (3) about 24 hours later, the medical staff found that the infusion was leaking from the arm where the catheter was inserted; (4) the infusion was stopped; (5) the catheter was removed from the patient and it was confirmed that the catheter was broken; (6) the tip of the catheter remained in the vein; (7) the tip of the catheter was found in the basilic vein of the patient by x-ray and was surgically removed; and (8) the patient is reported doing fine.

Manufacturer narrative:
The actual device was returned and evaluated. Visual inspection confirmed that the catheter was broken at 2mm from the catheter hub and the broken piece of catheter was 23mm. The broken surface was observed under the microscope and found as follows: (1) the edge of the broken surface had a sharp shape; and (2) there was a dent in the surface of the catheter hub. The exact lot number for this report was found to be one of the following: (1) 140219k; or (2) 140404k. A review of the device history records indicated that there were no production related problems for these lots. A review of the complaint files confirmed that these lot numbers have not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The user facility information and the evaluation results suggest that the actual device may have been broken by a sharp object. The device labeling does address the potential for such an event in the instructions-for-use by statements including: "be careful not to damage the catheter by forceps, and also not to damage the catheter by tip of the needle, scissors or other sharp object. If you do any of these, catheter might break and possibly risk of leakage and contaminating air. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).